Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device showed battery depletion of about 10 percent while placed on a charger that displayed a green indicator, with correct device orientation and no case installed, and that after switching to a different wall outlet the device began charging normally. Symptoms included no reported adverse health effects. Outcomes included no alarms and no medical intervention. Investigation included review of device logs and remote troubleshooting. Investigation of this case revealed charging activity recorded during the reported depletion period with confirmed charging status and that changing the power source resolved the issue, indicating a probable charger or wall outlet fault rather than an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the most probable cause was an external power source or charger issue.